Event description:
Many people have prolonged - some for yrs - negative effects after stopping taking ssris or snris - see ssrisex@yahoogroups.com; this group on effexor withdrawal: http://www.topix.com/forum/drug/effexor/-; and this group on paxil withdrawal: http://www.paxilprogress.org/forums/showthread.php?t=8666. One serious prolonged after-effect is some to full sexual dysfunction. People have killed themselves over this. Another is rage, even in people who never had rage before in their lives. Others: "brain zaps" -feeling of lightning going through the brain-; muddled brain; akathisia; peripheral numbness; confusion; insomnia; inability to control emotions; dissociation; suicide. That's only a few. These are not the symptoms these people had before they started taking the drug. Doctors seem to be completely unaware of these long-term effects or write them off as a return to previous depression. I personally have stopped taking effexor and can tell you that my symptoms are not a return to how I was before I started it. I tried to get my psychiatrist -whom I see only for med management- to listen to me about it, but she dismissed the problem "because I've never heard of it, so it must not happen to very many people". If you look up ssri withdrawal on (B)(6), you'll get the pharma company line, that the symptoms go away in a few weeks. Not true. For some people they last up to -and past- 18 yrs. The cdc called out their swat team when 154 people got an eye fungus: "in 2006, a major fungal eye infection outbreak occurred in the united states. According to the us centers for disease control and prevention -cdc-: 154 cases of fungal keratitis were confirmed from june 2005 through june 2006 in 33 states. Ninety four percent of these cases were among people wearing soft contact lenses. About 34 percent so severe that they required a cornea transplant. Individuals with the eye infection were more than 20 times more likely to have used bausch & lomb's renu with moistureloc contact lens solution than other lens care products." -quote from http://www.allaboutvision.com/contacts/fungal-eye-infections.htm- so if 154 cases of an eye fungus was considered significant, I can tell you that there are many more than 154 cases of serious post-ssri/snri disorders. Can you please start paying attention to the above discussion groups so you can see the extent to which quitting an ssri/snri negatively affects some people's lives? Date of use: (B)(6)1997 - (B)(6) 2010. Event abated after use stopped or dose reduced: no.